Manufacturer narrative:
H10: additional manufacturer narrative: updated sections: (component code, type of investigation, investigation findings, and investigation conclusions). The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Engineering evaluation summary: per technical summary 31081, rev a, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Calcification is most commonly related to patient factors and is not usually an indication of a device malfunction. A definitive root cause cannot be conclusively determined; however, patient factors likely caused or contributed. H11: corrective data: section h6: device code was inadvertently omitted when submitting the initial medwatch# 33302. Device code is updated accordingly, and this correction is being submitted. All pertinent information available to edwards lifesciences has been submitted.

Event description:
It was learned from the implant patient registry and through investigation that a model 3300tfx 21mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 7 years, 3 months due to calcification that led to severe stenosis. The patient was in recovery post procedure and was discharged on pod# 16. Per pathology report, the patient underwent redo-sternotomy, root enlargement avr and angioplasty of pulmonary artery.

Manufacturer narrative:
H10: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned from the implant patient registry that a model 3300tfx 21mm aortic valve was explanted and replaced with a 11500a 23mm valve after an implant duration of 7 years, 3 months due to unknown reasons. The patient was in recovery post procedure. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device.